Event description:
New information received notes that intermittent high pacing lead impedance was observed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, high ventricular rate (hvr) due to right ventricular (rv) lead noise oversensing was observed. The patient was asymptomatic from the noise. The patient is pacemaker dependent. Programming change was made. The patient was stable.